Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation of the pulse generator, it was noted that the atrial lead and right ventricular lead exhibited noise. The noise was reproducible in clinic for both leads. The lead impedance and capture threshold were otherwise stable. Lead sensitivity was reprogrammed and the patient was scheduled for regular follow up appointment. The patient was reported to be in stable condition.